Event description:
It was reported the programmer radio-frequency (rf) head cord was damaged. The rf head was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) rf (radio frequency) head fails all uplink amplitude tests; cable is damaged (appears to be twisted). Rf head label is damaged.